Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument tip wire broke off. The surgeon stopped operation. And checked the operation field. It is confirmed there is no any piece of wire in the field and ask changed a new instrument to continued operation. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed intraoperatively, during a prostatectomy procedure. The wire was not exposed to insulation damage and was broken in half. There was no loss of cautery or any thermal damage signs. The procedure was completed with a backup instrument. No fragments fell inside the patient. There was no instrument collision or any problems removing the instrument through the cannula. The instrument was returned to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a dislodged grip cable at the proximal end within the housing. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable dislodged. Additional observation(s) not reported by site: the instrument was found to have a loose grip cable at the yaw pulley.